Event description:
Submitter was using the product in her back yard. Out of nowhere the back left leg of the walker broke and caused the submitter to fall. Did not sustain any major injuries. Minor cuts and bruises on the arms and legs. Submitter believes this product is a fall hazard. Purchase date: (B)(6) 2014 - this date is an estimate. Document number: (B)(6). Report number: (B)(6).